Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a post-hartmann continuity restoration, the circular stapler was used to perform the colorectal an astomosis. At first, the anvil was not snapped onto the handle, and the surgeon had to repeat it the second time. The stapling was performed, and when the forceps were removed, the anvil became unsuitable for the forceps and remained at its position at the level of the anastomosis. The surgeon removed it by hand through the anus with difficulty. The leak test was performed, and it was found to have no leakage. At the end of the surgery, the user tested the forceps and found that the anvil did not hold the snap correctly. The surgeon decided to strengthen the anastomosis with a suture, and the surgical time was extended by 15 minutes.

Manufacturer narrative:
Correction: h3 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the staple guide of the instrument was fully applied. Further inspection noted that the green bar was not visible in the indicator window and the safety feature was not engaged. The staple guide was observed to be attached to the instrument with no damage to the staple guide. After actuating the handle, the pusher fingers appeared to be intact, and inspection under the microscope displayed no damage to the knife blade. The anvil of the instrument was observed to be tilted and separated from the instrument. Further inspection of the anvil cutting ring showed deep traces of knife impressions, and the ring was received completely severed. Functionally, the wing nut could not clamp or unclamp fully. It was reported that the device was difficult to remove from the cavity, the anvil did not tilt, and the anvil was difficult to attach. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The involved device was not returned. Visual inspection noted the staple guide of the instrument was fully applied. Further inspection noted that the green bar was not visible in the indicator window and the safety feature was not engaged. The staple guide was observed to be attached to the instrument with no damage to the staple guide. After actuating the handle, the pusher fingers appeared to be intact, and inspection under the microscope displayed no damage to the knife blade. The anvil of the instrument was observed to be tilted and separated from the instrument. Further inspection of the anvil cutting ring showed deep traces of knife impressions, and the ring was received completely severed. Functionally, the wing nut could not clamp or unclamp fully. It was reported that the device was difficult to remove from the cavity, the anvil did not tilt, and the anvil was difficult to attach. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.